Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device leaked after an hour. It was reported that 10 minutes after inflation, air leak began again and the patient's unconsciousness recovered, showed symptoms of agitation, lips and facial cyanosis and nodding. The blood oxygen level dropped to about 40%. After examining, it was found that the tube was dislodged and was immediately replaced. After replacement, the vital signs gradually returned to normal.